Event description:
The patient was enrolled in (B)(4) study with a 90% lesion in the right ostium of internal carotid artery. The lesion was eccentric, ulcerated, mildly calcified and 15mm in length. The vessel was severely tortuous and 5mm in diameter. The lesion was pre-dilated. An angioguard was used and a precise stent was successfully implanted. However, it was noted that there was a defect that occurred when removing the product from the patient; the product got stuck on the distal end of the stent. The product was advanced, rotated and withdrawn. There was no patient injury reported.

Manufacturer narrative:
The patient was enrolled in (B)(4) study with a 90% lesion in the right ostium of internal carotid artery. The lesion was eccentric, ulcerated, mildly calcified and 15mm in length. The vessel was severely tortuous and 5mm in diameter. The lesion was pre-dilated. An angioguard was used and deployed without difficulty followed by implantation of a precise stent. However, it was noted that when removing the angioguard from the patient it became stuck on the distal end of the stent. The product was advanced, rotated and withdrawn. There was no reported patient injury. The product was not returned for analysis. Per (B)(4), (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01405950. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on (B)(4) 2009. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and/or procedural factors and is not related to a product quality issue.